Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found poor appearance with noticeable damage to the top cover, chassis and front pane with noticeable damage. The video socket connector was defective, with a defective locking mechanism. It was incapable of securely handling and securing the scope video cable due to wear. The patient board was found defective and resulting in no image with model 180 scopes. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center pigtail plugs on the video connector socket were loose and not getting an image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
H10: this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation that the connector socket was loose with no image was confirmed due to a defective video socket and lock and a faulty patient circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the events was not identified. However, it is likely that the phenomenon no image occurred due to a defect in the patient board. Additionally, the phenomenon defect in video socket connector could not be determined. Olympus will continue to monitor field performance for this device.